Manufacturer narrative:
(B)(4). No tests/laboratory data was available. Other relevant info: no information was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a peripheral therapeutic procedure, while reloading the catheter onto the wire, staff stated they felt resistance while advancing the catheter on the wire. At exchange from tech to physician, the tip was noted to be separated from the catheter. The procedure was completed without ivus. There is no patient injury. Patient was discharged as expected. Patient condition as of (B)(6) 2017 was noted as doing well. The returned device was visually and microscopically inspected. The floppy tip was broken off 3 mm distal to the scanner. The remaining portion of the floppy tip was missing and not returned with the device. The guide wire movement test was performed and the device passed. No resistance was observed. The probable cause of the failure is damage during use. Strain, impact, and forces associated with use can affect the integrity of the device. The instructions for use (IFU) cautions that the ivus catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis. This event is being submitted in an abundance of caution.